Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an alert 38 motor stall occurred on an ilet insulin pump, after which the pump was restarted and the patient attempted to fill tubing but was prompted to replace the cgm; the patient then rewound and refilled with a new cartridge and luer connector and confirmed drops at the set, and the dexcom g7 sensor code was re-entered with glucose displayed as high and a fingerstick in the 430s. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with a stalled motor. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.